Event description:
Hospital advised a bolus of normal saline at 250cc/hr was prescribed to increase central venous pressure from 5 to 10 pre op. The bolus was to be repeated 4 times if necessary to achieve a central venous pressure of 10. The pump rate was set at 250cc/hr and vtbi at 1000. At 02:45 the pump alarmed air in line, the room light was turned on and nurse observed the whole 1000 cc of normal saline had infused and the bag was dry. Air in line was observed past the pump close to the injection port. The nurse capped off the set and checked vital signs. Patient was stable. There was no patient consequence.